Manufacturer narrative:
The customer was sent a replacement pump. In follow up with the customer on 10/20/2017, the customer reported that she developed mastitis twice while using the pump in style breast pump. The first time was on (B)(6) 2017, at which time she was admitted to the hospital, and the second time was on (B)(6) 2017. The customer stated that the replacement pump was working without issue and her mastitis is resolved. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc via email that she had her 2nd child on (B)(6) 2017 and was provided a pump in style breast pump from her insurance company. She alleged that she been exclusively pumping for her child and recently the pump started making a knocking noise and losing suction. She has already replaced the tubes and checked everything. She alleged that she has had mastitis twice from the pump not working properly.